Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod176, patient experienced "increased intraocular pressure that exceeded the normal range" and "progressive visual field defect." On pod195, patient was admitted to hospital for iop fluctuation of 23-25 mmhg and on pod196 patient underwent filtration bubble separation surgery. Device remains implanted. Events not resolved.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.